Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was also reported that the customer experienced a low blood glucose level of 42 mg/dl. The customer also experienced high blood glucose levels and reported a broken charcoal holster. The product was not returned. Nothing further to report.